Manufacturer narrative:
Medical device problem code: (B)(4). Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, when the physician rotated the handle, the bands could not be deployed. The device was removed from the scope, and the bands deployed off of the ligator cap all at once. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150103 captures the reportable event of bands premature deployment. Block h10: the returned speedband superview super 7 (only the handle assembly) was analyzed, and a visual evaluation noted that the trip wire was secured and the slack was taken up correctly. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy and premature deployment could not be confirmed. Upon analysis, it was determined that only the handle assembly was returned and it was found that the trip wire was secured and the slack was correctly taken up, the suture thread was intact and it was attached to the distal trip wire loop. Based on a review of all available information, it is not possible to confirm the reported complaints and the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause of this complaint is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): block d6a and block d6b have been removed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, when the physician rotated the handle, the bands could not be deployed. The device was removed from the scope, and the bands deployed off of the ligator cap all at once. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.